Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
An infection control officer reported that two days following an intraocular lens (iol) implant procedure, a pt reported decreased vision. The pt presented to her surgeon's office four days later and was diagnosed with fibrin on the lens, retinal hemorrhages, and retinal vasculitis. She was treated with steroid drops, three intravitreal injections of antibiotics, and an irrigation and aspiration procedure over the next ten days. The pt was seen by two different vitreo-retinal specialists who chose not to perform any surgical intervention because the pt's vitreous was clear, she had very little discomfort, her conjunctiva and cornea were clear, and she had no hypopion. Cultures were taken and came back negative. During the treatment period, the pt had elevated intraocular pressures (iop) secondary to the steroid medications. The steroid drops were discontinued and the pt was treated with medications to lower her iop along with a yag peripheral iridotomy. Additional information was received that the implanting surgeon opted to explant the lens and the left eye aphakic until it "calmed down." Further follow-up was received from the infection control officer that the event continues. Further intervention is unk at this time. The pt remains aphakic and will be monitored closely. The lens is not being returned to this MFR.